Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired due to vasoplegia on (B)(6) 2021. The device will not be returned for evaluation. Multiple attempts to gather additional information were attempted; however, none was provided. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 19jul2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to vasoplegia.